Event description:
The customer contact reported that the pump was returned to the central processing department with an unsigned note that stated, "no alarm on this." No tracking information was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse patient effects. Though requested, no additional information was provided.